Event description:
It was reported by service report that the top rail was broken at the foot end and had sharp edges. The customer could not determine whether there was pt involvement or adverse consequences occurred.